Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te 232002, 232003, 233001, 233003, 233004 (te 232002 (pvent_monitor defect) and te 233001. (Pvent_monitor autozero failed) leads to selftest failed). Flow sensor calibration needed . No patient involvement.